Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider via a clinical study reported the cause of the wrong concentration was an error on the staff's part. The patient's weight was noted as (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving 10mg/ml morphine at an unknown dose via an implantable infusion pump for spinal pain. The wrong drug concentration was programmed into the pump. The correct concentration was 10mg/ml but 17mg/ml was programmed. The patient was contacted to come back the same night to resolve the issue. No symptoms were reported. The manufacturer's representative helped to program a modified bridge bolus. No further complications were anticipated/reported.